Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issues was due to patient anatomy, most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock needing an impella rp device for mechanical circulatory support. During insertion the rp was unable to be delivered due to the patient's anatomy. Plans were to provide the patient with bipella support; however, since the rp could not be delivered, the patient remained on cp support alone. There was no reported harm or injury to the patient.